Event description:
It was reported that the device locked up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device but was unable to duplicate the reported condition.